Manufacturer narrative:
Citation: xiong ty ad hoc percutaneous paravalvular leak closure after transcatheter aortic valve replacement facilitated by integrated multimodality imaging. Euro intervention. 2018 aug 3;14(5): e526-e527. Doi: 10.4244/eij-d-17-01106. Earliest date of publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without the return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with severe aortic stenosis and calcified non-coronary cusp who underwent implantation of a 26 mm medtronic corevalve evolut r. No serial number was provided. Moderate to severe paravalvular leak (pvl) was reported post-implantation which was closed with paravalvular leak (pvl) closure plug. No additional adverse patient effects or product performance issues were reported.